Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 4oct18. (B)(4). Despite multiple attempts, no additional information regarding the reported event could be obtained. Despite multiple attempts, the customer was unwilling to provide the serial number for the v60 ventilator and other information. No parts were reported to be replaced, therefore, no parts could be returned to failure investigation. The root cause of the reported issue could not be determined.

Event description:
It was reported that a v60 ventilator generated an unknown alarm prompt. Reportedly, the customer indicated that the device was returned to normal work without any malfunction. Reportedly, the device was in use on a patient at the time of the reported event. There was no patient harm. The event date was not specified; estimate used.